Event description:
It was reported that an error message displayed during aspiration. An angiojet spiroflex catheter was selected for a thrombectomy procedure in the left anterior descending artery. The device primed successfully. Aspiration was initiated inside the body for a couple of minutes. However, an error message "line kinked check saline" displayed. It was noted that there was no kink in the line. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine.

Event description:
It was reported that an error message displayed during aspiration. An angiojet spiroflex catheter was selected for a thrombectomy procedure in the left anterior descending artery. The device primed successfully. Aspiration was initiated inside the body for a couple of minutes. However, an error message "line kinked check saline" displayed. It was noted that there was no kink in the line. The procedure was completed with another of the same device. There were no patient complications and the patient's condition was fine. Device evaluated by MFR: returned product consisted of a spiroflex thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Blood was present outside and inside and blood was in the attached waste bag. There was a small amount of fluid in the boot, when received. Numerous kinks were present throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet ultra console. Functional testing showed a leak at the male connector with female luer during the prime cycle and the device would not prime and the 'check saline supply' error was displayed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.